Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer stated quality controls were acceptable. The field service engineer found that there was a kink in a nozzle. The nozzle, the sipper assembly, and a vacuum nozzle were replaced. Sample probe adjustments were performed. Ise checks were performed. Precision studies were performed and passed. Calibration and controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. No questionable results were reported outside of the laboratory. Due to ongoing issues, the customer has been testing patient samples for ise tests in triplicate. The sample initially resulted in a na value of 150 mmol/l. The sample was repeated twice, resulting in values of 139 mmol/l and 139 mmol/l.